Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that loss of capture and loss of sensing were observed on the atrial lead. Unable to advance the stylet to move the lead was also noted during the procedure. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.